Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01387. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. After a non bsc guidewire crossed the lesion, a 1.5mmx20mmx143cm coyote es balloon catheter was advanced for dilatation. However, upon the 1st inflation at 5 atmospheres, the balloon ruptured. The device was removed completely from the patient and a 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, upon the 1st inflation at 15 atmospheres, the balloon also ruptured. The device was removed completely from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded. There was blood and contrast in the lumen and balloon of the device. An inflation device filled with water was attached to the hub of the device. When pressure was applied, water was found streaming from the balloon. Microscopic inspection revealed a pinhole 15mm from the tip of the device. Microscopic inspection of the markerband found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01387. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. After a non bsc guidewire crossed the lesion, a 1.5mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilatation. However, upon the 1st inflation at 5 atmospheres, the balloon ruptured. The device was removed completely from the patient and a 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, upon the 1st inflation at 15 atmospheres, the balloon also ruptured. The device was removed completely from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.